Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the reported failure to start up and error message was isolated to a depleted cmos battery located on the system level circuit board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an ablation procedure, the ep-4 touchscreen would not boot and a dos error displayed on the screen. The procedure was cancelled and there were no adverse consequences to the patient.